Manufacturer narrative:
This follow up report includes updates to the following sections: a1: patient identifier. B1: report type. B2: outcomes attributed to adverse event. B4: date of this report. F7: type of report. H11: additional manufacturer narrative. Investigations confirmed that the devices met all manufacturing specifications, with no malfunction or nonconformance identified. The reported events included deployment difficulties characterized by high resistance, which in some cases led to handle breakage and non-deployment. Engineering evaluation identified increased friction within the delivery system as a contributing factor during deployment. This resistance may require the application of additional force by the user, which can impact deployment performance under certain procedural conditions. No patient harm or adverse clinical impact was reported. Complaint trending activities remain ongoing, and appropriate actions will be taken if an increase in similar events is identified.

Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
It was reported that two (2) stents were used during a procedure. Both devices were able to navigate the tortuous anatomy; however, each stent experienced breakage at the handle, specifically at the connection point between the outer sheath and the strain relief. The physician then attempted to use a third stent, which did not deploy. A competitor's stent was subsequently used and deployed successfully. No patient harm or adverse clinical impact was reported. Related report numbers: 3032814119-2026-00002, 3032814119-2026-00004.